Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter was placed in the right lower limb for 5 months, was damaged in the lumen. The catheter was inserted into the right lower limb by a specialist from the hospital¿s intravenous therapy team on (B)(6) 2025, and removed on (B)(6) 2026. The ward staff observed fluid leakage at the catheter insertion site. After evaluation, the catheter was removed, revealing that it was damaged 3 cm inside the body. No further information was provided.